Manufacturer narrative:
Continuation: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) triggered an alert for low pacing impedance. In addition, varying pacing impedance, varying defibrillation impedance and high thresholds were noted. The lead remains in use. No patient complications have been reported as a result of this event.